Manufacturer narrative:
The customer requested that the unit be sent in for bench repair. The customer has not sent in the unit for repair. No further information was provided.

Event description:
It was reported that the ventilator had low alarms, the touchscreen was not working and it would not come out standby mode. The issue occurred during set up, with no delay to therapy noted.